Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue. Customer's blood glucose (bg) level was 520 mg/dl to "high" on the continuous glucose monitor. Customer delivered a correction bolus via the pump to address bg.